Manufacturer narrative:
Model number/catalog number: sc-8416-70; serial number: (B)(4); batch/lot number: 20775212; model/catalog description:artisan MRI paddle lead 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure.